Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Added patient's medical history. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03941624. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged.

Manufacturer narrative:
B7: added patient medical history. D4: added device lot #, catalog number, expiration date, and UDI. H4: added device manufacture date. H6: updated method/results codes. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2006 were not provided. On (B)(6) 2006: operative report. Pre/post-operative diagnosis: ¿umbilical hernia¿. Procedure: ¿laparoscopic umbilical hernia repair¿. Complications: none immediately. Indications of procedure: ¿the patient is a 38-year-old man who presented with an umbilical hernia. He was having enlargement and problems with symptoms with it. We discussed risk, benefits, and complications including but not limited to the risk of bleeding, infection, and injury. He also understood the risk or recurrence. He understood that complications could result in need for repeat surgery and prolonged recovery, and he wanted to proceed.¿ details of procedure: ¿a stab incision was made in the left upper quadrant, and a veress needle was inserted while using a kocher to lift upwards down in the fascia. Saline was used to test this. Initially, this did not flow well, but then it was reinserted, and it flow well. Co2 was attached on low flow to a pressure of 3 mmhg. Abdomen was then insufflated using high flow to a pressure of 15 mmhg, and a 12-mm port was inserted into this. A camera was inserted through that noting no injury done to the underlying abdomen contents. The hernia was easily identified. A 5-mm port was placed in the right upper quadrant and 1 in the left lower quadrant. There were no adhesions up to the hernia. The area was measured and 7.5 x 10-cm mesh was used. It was fashioned and then marked and sutures were placed in 4 quadrants, and it was inserted into the abdomen. Using the granee needle, the mesh was then retracted up using the sutures and then tied into place. Then, using the tacking device this was placed all around the edge of the mesh. This was evaluated multiple times noting good placement of the tack. The abdomen was evaluated from the 12-mm port site again noting no injury to underlying abdominal contents. Air was evacuated. The 12-mm port site fascia was closed with 0 polysorb, and skin sites were all closed with 4-0 biosyn. There had been some bleeding from the left lower quadrant port that was controlled with electrocautery. The patient tolerated the procedure well.¿ on (B)(6) 2006: implant record form. ¿procedure: laparoscopic umbilical hernia repair. Gore dualmesh® plus biomaterial, ref catalogue number: 1dlmcp05, lot batch code: 03941624, w.l. Gore & associates, expiration date: 2007-10-04.¿ the records confirm a gore ® dualmesh ® plus biomaterial (1dlmcp05/03941624) was implanted during the procedure. On (B)(6) 2006: encounter note. ¿cc: post op. Significant amount of pain by the left lower quadrant port site. This site did have bleeding that required cautery and is slightly open to about 5 mm open but only about 5 mm deep. There are no sign of infection. He says it is extremely tender and his is not able to do his usual activities because of this. He is also having mild tenderness by the area where the mesh is in place. He points exactly to this same area where the tacking has been.¿ exam: ¿as stated the left lower quadrant incision is open. No sign of infection. Otherwise, his abdomen is soft, nontender and nondistended. I had a very lengthy discussion with the patient and his wife. He does not feel he can return to work because of this pain by the left lower quadrant incision. I did say that he is not going to injure anything deeper down, but due to his discomfort, we will keep him off work two more weeks. He needs to get up and move around. He says most of the time he just sits on the sofa but occasionally is walking. I encouraged him to do more activity. He is very concerned about hurting this area particularly in the left lower quadrant and he actually has not washed it since friday because of this. They have only been applying peroxide. I recommended that they stop this and just clean this normally. We also discussed weight loss to help prevent recurrence. There was some confusion about the patient regarding his discomfort in the middle area by the mesh and also risk of recurrence.¿ on (B)(6) 2006: encounter note. ¿cc: reck abd wound. Follow up exam after umbilical hernia repair. Overall he is doing much better than he was two weeks ago. On physical exam, he still has an open area by the left lower quadrant port site, but this is significantly less painful. There are no signs of infection. At this time, we will have him return to work without restrictions.¿ records between (B)(6) 2006 and (B)(6) 2012 were not provided. On (B)(6) 2012: radiology. ¿CT abdomen without IV contrast. Indication: umbilical pain hernia repair with mesh placement in 2006. Possible hernia. Findings: postsurgical changes of herniorrhaphy and mesh placement are seen in the midline part of the anterior abdominal wall at the umbilicus. Current study shows small, fat-containing umbilical hernia in the same region. Conclusion: 1. Ventral, midline, abdominal wall hernia repair with mesh showing a small fat-containing umbilical hernia. 2. A 1 cm cyst in the right kidney.¿ on (B)(6) 2012: office/outpatient visit new. ¿weight: 290 lb. Bmi: 37.23 kg/m2. Assessment & plan: umbilical hernia. Tobacco use: current every day smoker: 1 ½ ppd. Medications: prednisone, aspirin. Cc/hpi: he presented with hernia. 2nd opinion. It is located ventral has had repaired before- pt had in 2006 in battle creek. 44 year old with recurrent bulge and umbilical pain. 2006 lap umbilical hernia repair. He is scheduled for egd/colonoscopy in (B)(6) next week. Ros: unremarkable except; constipation and abdominal pain (periumbilical pain with bulge, previous hernia repair). Exam: unremarkable except; abdominal hernia present, tender (recurrent umbilical hernia) and reducible. Dx: umbilical hernia. Plan note: risk and benefits of an umbilical hernia repair were discussed. He wishes to proceed with surgery. We will tentatively schedule him for repair after reviewing his endoscopy results.¿ on (B)(6) 2012: operative report. Preoperative diagnosis: ¿recurrent umbilical hernia¿. Postoperative diagnosis: ¿multiple ventral hernias with malfunctioning mesh and adhesions¿. Procedure: ¿removal of malfunctioning mesh, lysis of adhesions (40 minutes extra), and ventral herniorrhaphy with mesh¿. Specimen: ¿malfunctioning mesh¿. Gross appearance: ¿at the time of surgery, the abdomen was explored. The patient had multiple recurrent hernias in the periumbilical area and the abdominal wall. A lot of these were at prior tacking sites from his prior laparoscopic umbilical herniorrhaphy. The gore-tex graft that had been placed prior was kinked and at malpositions there were multiple adhesions of the bowel to this mesh and to the staples. The patient was taken to the operating room suite after the area was marked with him. He was placed in the supine position. After induction of general anesthetic, a periumbilical incision was made. Dissection was taken down to the umbilical stalk. This was then dissected off the fascia. Surrounding fascia was clear. The multiple defects were encountered. The abdomen had to be opened to reduce some of the incarcerated hernias, which revealed extensive adhesions and the mesh was malpostioned. All the bowel was then taken off of mesh, adhesions were lysed, this added about 40 extra minutes to the procedure. The malfunctioning mesh was then excised with electrocautery. The surrounding fascia was then cleared. The defect was then repaired with an onlay piece of veritas mesh. This was secured to the surrounding fascia with a running 0-vicryl. Reinforcing tacking stitches of 0-vicryl were also placed in the parameter. The subcutaneous fat was then closed with 0-vicryl. The skin closed with vertical mattress stitches of 3-0 nylon. Sterile dressings were then applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition with no complications.¿ on (B)(6) 2012: surgical pathology report. ¿accession #: (B)(4). Specimens received: a: hernia sac. Pre op diagnosis: recurrent umbilical hernia. Post op diagnosis: same. Final diagnosis: mesh and hernia sac. Hernia sac demonstrating chronic inflammation and mesh material. Gross description: received in formalin labeled ¿mesh and hernia sac¿ are multiple irregular fragmented portions of purple tan membranous tissue, adipose tissue and synthetic material aggregating to 6 cm. No masses are grossly identified. Representative sections are submitted in ¿a1¿.¿ on (B)(6) 2013: radiology. ¿CT scan of the abdomen and pelvis with contrast on (B)(6) 2013 at 15:55 hours. Clinical history: abdominal bulging and pain. History of previous repair. Technique: standard CT imaging of the abdomen and pelvis was performed with oral and intravenous contrast. Comparison: none. Impression: 1. No acute intraabdominal pathology. 2. Ventral hernia at and just above the umbilicus measuring 16.5 cm transverse by 6.6 cm ap. The hernia contains fat and multiple loops of small bowel with no incarceration or obstruction. 3. Small hiatal hernia. 4. 1.7 cm right renal cyst.¿ records between (B)(6) 2013 and (B)(6) 2016 were not provided. On (B)(6) 2016: radiology. ¿CT-abdomen/pelvis w/wo contrast. Clinical indication: hernia for 6 years. Combined impression: large ventral abdominal wall hernia without evidence of bowel obstruction. Mild splenomegaly. Otherwise no acute CT abnormality of the abdomen or pelvis.¿ on (B)(6) 2016: operative report. Pre/post-operative diagnosis: ¿giant ventral incisional hernia¿. Procedure: ¿giant ventral incisional hernia repair with 28 x 35 centimeter ventrio st mesh as well as a panniculectomy and prevena incisional vac placement¿. Specimen: ¿panniculectomy and hernia sac¿. Indications: ¿the patient is a 48-year-old male with past medical history of ventral hernia repair x 2, which both subsequently failed as last was done in 2006 where he states that they believe that there was a mesh that was placed. However, the last several years he had slowly enlarging the hernia sac. The patient did have a history of tobacco abuse in where he continues to smoke approximately a pack a day as well as morbid obesity. He was seen by dr. Shapiro in the outpatient setting regarding this large ventral hernia. The patient did have a preoperative CT that was done at that time, which did show a massive ventral hernia with an approximately 20 centimeters transfacial defect. He was optimized for surgery at that time and was boarded and consented for a ventral hernia repair with mesh with possible component separation¿. Procedure in detail: ¿a skin marker was used to draw out a large transverse incision for the panniculectomy extending from approximately the left mid axillary line to have a right mid axillary line along the superior and inferior portions of the large excess skin from the hernia sac. Next, bovie electrocautery was used to dissect the subcutaneous tissue. This was begun laterally where there was no hernia present and then it was carefully extended across medially to the other side while taking great care not to injure the hernia sac upon this dissection. Once we were able to enter the subcutaneous, the excess skin was carefully mobilized off of the hernia sac itself, mostly through blunt dissection where I was easily able to peel off. Once we were able to get towards the midline while peeling from the level left to right fashion. The hernia sac did appear to be densely adherent to the dermis. At that time, it was decided to carefully incise into the hernia sac. With this, we used two hemostats to elevate the peritoneum along the hernia sac and sharp metzenbaum scissors were used to open up the hernia sac an entered the abdomen. Next, the rest of the subcutaneous fat and skin were all dissected off of the abdomen and passed off as specimen. Upon examining the hernia itself, the transverse measurements appeared to be 19 centimeters from the fascia. The fascia and the craniocaudal dimensions was 26 centimeters, a [sic] was placed onto the fascia itself on both edges and it was attempted to be brought medially while placing the bowel back into the abdomen; however, the defect was too wide in order to approximate the fascia towards the midline. A small incision was made on the external fascia on the left side in order to see how much further mobilization could be obtained; however, it was of relatively minimal mobilization. Next, the portion of the excess hernia sac was dissected off and passed off as specimen. We were able to get all the bowel back into the abdomen; however, since we could not close the fascia on top of it. We were able to use a 20 x 35 centimeters ventrio st mesh, which was secured to the fascia circumferentially using 0 prolene suture in a simple interrupted fashion, allowing that the mesh laid flat, ensuring that there was no space large enough for bowel to slip anterior to the fascia. After this was done, the excess hernia sac was secured using a 3-0 vicryl and the skin was then reapproximated using 2-0 vicryl and staples. Also, note that the skin and subcutaneous tissue on the superior and inferior flaps to be mobilized in order to gain appropriate [sic] skin closure over the hernia itself. Once the skin incision was completely closed with staples, the abdomen was cleaned off and prevena incisional vac was cut to size and placed over the length of the incision and hooked up to a kci wound vac device, which was hooked up to 125 millimeters of mercury. The patient tolerated the procedure well, although he did have some respiratory difficulties, likely secondary to upward pressure of the diaphragm from reducing his bowel contents; however, he was extubated at that time and placed on bipap and was sent to the pacu in a stable condition.¿ on (B)(6) 2016: surgical pathology. Accession number: (B)(4). Clinical summary/clinical impression: ¿ventral hernia¿. Gross description: ¿part a - received unfixed in a container labeled ¿panniculum¿ is a 55.2 x 23.5 cm ovoid piece l is well o) is high 1 of tan-pink hairbearing skin. Specimen is excised to a maximum depth of 4.5 cm. The skin surface shows ill-defined light pink and purple discoloration and has a marked wrinkled appearance at the center in a circular fashion, at least 25 cm across. At the center of the surface is a slit like circular invaginated umbilicus. Surrounding one edge of the umbilicus is a wrinkled well-healed scar measuring at least 15.5 cm long, up to 0.5 cm transversely. Remainder of skin surface contains occasional striatum and is otherwise grossly unremarkable. Subjacent to the umbilicus at the deep margin is associated pink to light purple fibromembraneous tissue which is somewhat discoid and measures 22.5 x 20.4 cm. Upon step sectioning the specimen, cut surfaces in the region of the fibromembraneous tissue have partial dense gray-white fibrous appearing areas. Foci of palpable induration, distinct masses, nodules, tracts or cavities are not identified. No other lesions are seen. Representative sections a1 through 3 as follows: 1-skin surface scar; 2-skin surface discoloration; 3-fibromembraneous appearing tissue at deep margin. Part b - received in formalin labeled with the patient name and hernia sac, are multiple fragmented portions of fibrofatty tissue aggregating 11 x 9 x 5.5 cm. The largest fragment of tissue contains an aspect with tan-white to pink, glistening and membraneous parenchyma, all other aspects are markedly cauterized and ragged. The fragments are sectioned and representative sections are submitted in 2 cassettes.¿ microscopic description: ¿part a - sections are of large portion of abdominal skin and subcutaneous tissue. Skin features irregular prominence of dense collagen within dermis accompanied by patchy perivascular chronic inflammation. Epidermis is uniformly keratinizing. Subcutaneous tissue features mix of fat and fibrous tissue. Atypia is not seen. Part b - sections are of membranous piece of fibroadipose tissue. Much of the membrane has dense hypocellular collagenous features. Inflammatory or neoplastic lesion is not seen.¿ pathological diagnosis: ¿1. Large benign portion of skin and subcutaneous tissue (panniculus) abdomen, excision (a). 2. Benign membranous pieces of fibroadipose tissue, ventral herniorrhaphy (b).¿ on (B)(6) 2016: operative report. Pre/post-operative diagnosis: ¿vent-dependent respiratory failure¿. Procedure: tracheostomy. Complications: none. Condition: stable to pacu. Indications for procedure: ¿the patient is 48-year old male who initially presented to (B)(6) regional medical center for an elective ventral incisional herniorrhaphy. Of note, he was known to have a very large abdominal wall defect and a very large piece of mesh was placed within his abdomen to reconstruct the anterior abdominal wall. The patient did well through this procedure; however, unfortunately on postoperative day #1, he did go onto respiratory distress. The patient was reintubated and has been unable to be extubated since that time. The patient did also unfortunately develop ards and given this a tracheostomy was discussed with the family. All of the questions and concerns regarding the risk and benefits of this procedure were addressed and a consent was signed and on the chart. The patient was thus transferred from ICU to the or for his tracheostomy tube placement.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: [ni]. (B)(6) md. History and physical. Cc: abdominal pain. Wt 285 lbs. Hpi: year and half ago noticed a bulge by umbilicus, shortly after open appendectomy. Recently been doing more heavy lifting at work and having more discomfort in this area. Noticing bulge getting larger. Social hx: smoked for about 18 years. Exam: abdomen obese, reducible umbilical hernia. Assessment: hernia. Plan: discuss umbilical hernia repair. Laparoscopic and open techniques discussed. Understands recurrence is possibility due to obesity and smoking. Understands the risk of bleeding and infection. Understands complications could result in the need for repeat surgery and prolonged recovery. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2006 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. The following was reported: "pt. Had a dualmesh plus biomaterial implanted on (B)(6) 2006. On (B)(6) 2012, he required open surgery due to "removal of malfunctioning mesh, lysis of adhesions (40 minutes extra), and ventral herniorrhaphy with mesh." Upon exploration, the gore mesh was noted as being "kinked" and "malpositioned" and "at malpositions there were multiple adhesions of the bowel to this mesh and to the staples." The records state the "malfunctioning mesh was then excised...." A veritas mesh was used to repair the resulting defect. Contraction further evident by pathology measurement of 6 cm vs. 7.5 cm x 10 cm pre-implant size." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information was not provided.